Event description:
It was reported by svc report that the brakes are not working. An employee of the facility repaired it prior to the svc tech arriving to evaluate and repair the stool. It was reported that the user facility employee had replaced the brake assembly and put the seat on backwards. It was further reported that one of the doctors sat on the stool, pushed backwards and fell off the chair when the brake did not hold. No injuries have been reported. There was pt involvement; however, there were no adverse consequences reported.